Manufacturer narrative:
Lot numbers of the 2 returned devices provided.device manufacturer date has not been provided.the devices were returned to the manufacturer for analysis and showed signs of physical damage. Both suction tools were bent and showed red status in the ent application. The suction tool (lot 4816) failed verification with an error of 2.5mm. The suction tool (lot 14782) failed verification with an error of 3.9mm.the reported event was confirmed. The devices were replaced to resolve the issue.

Event description:
A medtronic representative reported 2 damaged straight suctions. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Although 2 suctions with 2 different lot numbers were returned and reported, only one mfg date could be obtained.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot numbers for the 2 devices are not available as they have not been returned. Device manufacturing dates are dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported that both instruments are bent and confirmed he was able to verify both suctions. RMA issued. 2 replacement straight suction axiems shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.